Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. Lot number/serial number was not received to perform device history record review. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(4). Linked to mfg report number: 2523190-2019-00077.

Event description:
2 of 2 reports. A customer reported that there was a fire in a hydrogen peroxide sterilizer. The device 600319 hook electrode was mentioned in the event. The fire was contained, and the humidity was maintained. It was unknown if there were any injuries. Request for additional information has been sent.